Manufacturer narrative:
Additional narrative: product development evaluation: because the balloon did not show any signs of material property change (which would be a sign of going over the balloon capacity), and the tear pattern in the balloon was not a longitudinal tear spanning the entire length of the balloon, it can be concluded that as the balloon was being inflated, it may have got stabbed by a sharp bony fragment, resulting in premature rupture of the balloon. Therefore, it can be concluded that the balloon rupture did not happen as a result of any design related issue. Placeholder.

Event description:
It was reported that during a procedure, the medium size vertebral body balloon broke. It had been filled to 4.5 ml and the pressure was at about 380 psi when the balloon broke. The surgeon was able to remove the broken balloon and successfully complete the procedure with no time delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Device was used for treatment, not diagnosis.